Event description:
The manufacturer's representative reported that the pt's system was explanted due to infection. Later the pt was implanted with a new system. No pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.